Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported, that multiple intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.